Event description:
It was reported that the patient's device had reached it elective replacement interval (eri) but that the actual eri alert had not been trigger within the device. An explant and replacement was planned for (B)(6) 2010. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.